Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the patient monitor has a flashing red/white box with the message "audio failed" appears on the screen. The device was in use on a patient. There was no report of any patient harm.